Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular and right atrial leads due to twiddlers syndrome. This was noted via imaging. This resulted in high impedance, signal artifact, loss of capture, and twisted lead insulation twisting noted on both leads. Both leads were explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported and the patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome, failure to capture, lead noise, high pacing impedance and insulation twisted. As received, a complete lead was returned in one piece with the helix extended, bent/stretched consistent with procedural damage and clogged with blood/tissue. The reported event of insulation twisted was confirmed. Visual examination found the outer insulation was twisted throughout the lead consistent with twisting occurring at the time of procedure. The cause of the reported event of insulation twisted was isolated to twisting occurring at the time of procedure. The reported events of failure to capture, lead noise and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Unable to measure the helix extension length and unable to perform helix mechanism/extension length test due to the damaged helix.